Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The pediatric receiver device (str-kd-001/sm34732694), used with the complaint transmitter device, was returned on (B)(4) 2014. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event of intermittent antenna icon.